Event description:
It was reported that balloon rupture occurred. A 1.50mm x 8mm emerge balloon catheter was advanced for dilation. However, during inflation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.